Event description:
I use a dexcom g7 continuous glucose monitoring sensor and a dexcom receiver. I have experienced over the last 3-4 months that the majority (80%) of my dexcom g7 sensors either fail to transmit data to the receiver or my iphone (sensor loss) or sensor failed status. Of the last uncensored that I have received from my pharmacy or directly from dexcom as replacements for the failed sensors these sensors also fail. Other times the sensor says that my blood glucose level is 370 and when I do a finger stick my actual reading is 193. Other times when a get an urgent blood glucose low level alert my actual blood glucose level is perfectly normal.